Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2023 previously capped lead was fully extracted during lv lead revision. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was being upgraded to an ICD lead. When the screw was retracted and the lead was being removed, the lead got stuck in the vein and could not be fully explanted. Approximately 1 inch of the lead remains in the patient. There were no complications with the patient.